Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient was doing well postoperatively. The explanted device will not be returned due to hospital disposing of device.